Manufacturer narrative:
The customer¿s report of an underinfusion was confirmed. Analysis of the pcu event log shows that the pump module was programmed to infuse a custom concentration of alteplase stroke under 100kg through guardrails. The user entered (B)(6) for the patient weight (although the reported patient weight was (B)(6)). The user also entered 66.3mg for the drug amount and 66.3ml for the diluent volume, which made the concentration 1mg/ml. The rate was calculated to be 59.7ml/hr and the dose 0.81mg/kg/hr. The user entered 39.7ml for the vtbi (6.6ml less than the expected vtbi of 46.3ml). The user then programmed a bolus dose of 0.09mg/kg to infuse at 398ml/hr with a vtbi of 6.63ml. The user started the bolus. After two patient side occlusion alarms, the bolus completed and the device transitioned to the primary infusion running at 59.7ml/hr. The remaining vtbi was 33.067 (39.7ml total vtbi minus the 6.633ml bolus volume). The initial vtbi entered by the user was 39.7ml, with 6.633ml delivered for the bolus and 33.067ml delivered for the primary infusion. At 2:48 pm, after three additional patient side occlusion alarms, the primary infusion completed and the device transitioned to kvo at the kvo rate of 20ml/hr. The user changed the vtbi to 20ml and started the infusion. At 3:08 pm, the user changed the vtbi to 20ml and started the infusion. At 3:28 pm, after one patient side occlusion alarm, the primary infusion completed and the device transitioned to kvo at the kvo rate of 20ml/hr. The user channeled off the device a few seconds later and the system was shut down and powered off. The volume recorded as being infused during this period was 79.231ml. The root cause of the customer¿s report of an underinfusion was user programming. The user programmed a vtbi for only the regular infusion dose volume rather than the hospital protocol of the regular infusion dose volume plus the bolus volume.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.

Event description:
The customer reported that an under-infusion of alteplase occurred as a result of programmed settings and requested a log review to determine programming. Alteplase (90 mg/90 ml)was programmed on (B)(6) 2017 under guardrails drugs profile ¿stroke under 100 kg.¿ the vtbi was expected to be 46.3 ml. The dose was expected to be 66.3 mg/66.3 ml as the patient¿s weight was (B)(6). Per hospital protocol for this drug, the total vtbi is calculated as the bolus plus infusion minus 20 ml. The hospital expects to include an initial bolus (10% of total dose, (0.09 mg/kg), followed by a continuous rate (0.81 mg/kg) for this therapy. After the medication is complete, a 50 ml ns bag is hung at the same rate to infuse the remainder (20 ml) of alteplase in the tubing. The time of the alteplase infusion completion is expected to be when this additional volume of ns has been delivered. An event log review was requested to determine the key press entries and volume infused during the alteplase infusion started on (B)(6) 2017 and ending on (B)(6) 2017 as it is theorized that the bolus dose is now automatically being subtracted from the initial total volume to be infused. No patient harm was reported.